Manufacturer narrative:
Analysis of the stimulator found the battery to be at eos or eri: longevity not met, cause unknown.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4)

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery depleted after 18 months. There was no harm or injury to the patient. The battery was explanted.